Event description:
Emergency medical tech were called because the customer was having hypoglycemia symptoms and their blood pressure increased. Their meter was used and the result was 249mg/dl. Emergency medical tech also tested pt's blood glucose and said the level was low and told the family pt's meter was not reading correctly. Pt was taken to the e.r. And given an IV and orange juice. Controls were not used on the system. The device was replaced and requested to be returned for eval.